Manufacturer narrative:
.

Event description:
It was reported that the patient passed away. The treating nurse practitioner does not know the cause of death and she does not have additional information to provide. The family did not disclose the cause of death. The patient¿s device was not at near end of service condition in (B)(6) 2014, and it was noted that the patient¿s device was at low vns settings. It is believed that the vns products were not explanted.